Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. A 1.1 joule (j) commanded r-wave sync shock was performed which yielded a shock impedance measurement of 92 ohms. An induction test was then performed and a 41 j shock was successfully delivered, however code 1005 was then exhibited by the ICD. This is indicative of an open circuit being detected during shock delivery. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory confirmed that while implant the device recorded a code 1005 indicative of shorted shock impedances. An x-ray confirmed that the plasma fuse was intact. High power visual inspection of the header and lead barrels noted no irregularities. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Analysis could not identify anything within the device that would have caused or contributed to the clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. A 1.1 joule (j) commanded r-wave sync shock was performed which yielded a shock impedance measurement of 92 ohms. An induction test was then performed and a 41 j shock was successfully delivered, however code 1005 was then exhibited by the ICD. This is indicative of an open circuit being detected during shock delivery. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.